Event description:
In july 1998 following a intravascular procedure an angio-seal device was placed in a pt's groin. The pt complained of pain in the right leg following the procedure. On 10/07/1998 it was found the pt had a complete occlusion of the right common femoral artery. Surgery was perforemd on the pt with the angio-seal device reportedly removed on 10/22/1998. As of 03/02/1999 there has been no further report to the MFR or complication or additional pt sequelae.